Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the caller, and instructed them to put the current pump into storage mode before returning it to tandem. The caller was advised to program their settings into the new pump and connect their cgm. Since the caller was on a trip and had no immediate backup therapy available, they planned to use multiple daily injections at home once they returned.